Event description:
It was reported that the patient was ¿totally discouraged¿ with their implantable neurostimulator (ins) and that they could ¿can¿t get it to work¿. It was reported that the patient had a loss of therapeutic effect and a loss of bladder control. The patient stated that the implant ¿is nothing¿ and that the test ¿went so well¿. The patient reported the implant may be helping but that it was ¿minimal¿, maybe ¿10%¿. The patient felt the ¿flutter¿ for 2-5 seconds after increasing the amplitude, then ¿nothing¿. The patient¿s symptoms of frequency may be better for a while but within 2 days the patient was back to where they started before surgery. The patient changed the program and intensity from program 1 at 3.0 to program 2. The patient was told not to increase amplitude above 3.0. The patient had since raised the amp to 2.80 but it became too painful so just prior to the report they changed to program 3 and 2.0 and felt nothing. The patient did not have pain when on program 1 at 3.0 and no pain was felt, so far, on program 3 at 2.0. It was noted that when the patient did feel the stimulation they felt it in the same location as during the trial phase of testing. The patient had an appointment with their doctor two days after day of reported event date to remove the stitches but noted that they manufacturer¿s representative will not be there. The patient was told that they would be woken up during the surgery to give feedback yet they did not recall being woken up. Additional information received reported that during the patient¿s appointment in (B)(6) 2014, the stimulation was set to intermittent which seemed to work better for the patient at 2.3 volts. The device was noted to be implanted for both frequency and urgency, ¿leaking at night¿. This morning, the patient needed to go right to the bathroom. The patient also experienced a burning sensation at the perineum which occurred 4 days ago. There was no known accident or incident reported that was related to the issue. The patient lowered the amplitude to 2.2 (¿less intense¿) about 2 hours ago and no longer felt the stimulation although it was noted that ¿if varies by position¿. The patient¿s nurse was to call them next week and the patient had another doctor¿s appointment in 1 month. Additional information received reported that the patient went back to their healthcare professional (hcp) at 3 weeks where they were changed to program 4 from a continuous pulsing to an intermittent pulsing. The patient stated that it worked for 2 days but on the third day it started ¿going downhill¿ and now was back to (¿very close¿) symptoms like before implant. The patient had tried all the programs available to them and had tried increasing the stimulation amplitude. It was confirmed that the patient was not to go over amplitude of 3. On program 1, they ¿tried and was like before implant and was noted as second best. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. It was noted: "still not working. Unable to get support from their physician." Appointment date was noted as (B)(6) 2014. It was later reported that the patient called because neurostimulator was not helping her with her urinary incontinence and she was wondering if there was another program she could try. The patient had tried several programs, and it may help for a short time but always goes back to baseline. Patient services discussed with the patient that per previous calls it looked as though the patient had already tried all 4 programs. The patient noted the managing hcp changed the program once, and the manufacturer's representative changed the program once. The patient was wondering if there were additional problems or if neurostimulator therapy was a failure. The patient noted it was very difficult to get an appointment with managing hcp additional information received from the patient reports she went to see the healthcare provider about her incontinence about over a year ago. The healthcare provider gave the patient a trail and noticed some improvement and the patient was implanted with permanent device. The device was implanted in (B)(6) 2014 and for nine to ten months they had tried to get a working combination. Two representative both checked it out and changed programs, along with healthcare provider who finally gave up on the neurostimulator. A few programs seemed to work for about a week and then faded out to no positive results. The patient then changed healthcare provider and was told that two of the four leads didn¿t work including the main lead. All they could do was replace the unit. The patient was very disappointed with the product. Seeking a new managing hcp. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fs1u, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0fs1u, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0fs1u, implanted: (B)(6) 2014, product type: lead. Product ID 3889-28, lot# va0fs1u, implanted: (B)(6) 2014, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that therapy never helped; it worked for a day or two after implant, so they gave up on it. They went to the healthcare provider and they asked if the patient wanted to have the device removed or replaced. They went to get a second opinion several years ago and that healthcare provider told them that ¿2 of the leads were bad,¿ one was the ¿main lead.¿ the patient inquired if there was a way to check the device without taking it out. No further patient complications are anticipated or expected as a result of this event.